Manufacturer narrative:
(B)(4). (B)(6). The device was received for evaluation. A microscopic visual inspection was performed and found what appears to be lipid from the patient within the cassette; however, no foriegn material was found. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was not verified and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an insect in the cassette. The insect had entered and exited the patient during peritoneal dialysis. There was nothing unusual observed with the cassette. There was no patient injury or medical intervention reported. No additional information is available.